Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information was received indicating that the electrode and terminal end of this right ventricular (rv) lead was contaminated. There were no additional adverse effects reported. The product remained surgically abandoned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.